Event description:
A healthcare provider reported on behalf of a customer who experienced bleeding after the adc freestyle libre sensor insertion. The customer was unable to self-treat and his wife, who is a healthcare professional provided medical assistance in stopping the bleeding and the customer was provided his normal insulin. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection has been performed on the returned sensor, and no issues were observed. The sensor plug was properly seated. No failure modes were observed upon visual inspection of the sensor plug. Unable to perform further investigation as the applicator and sensor pack had not been returned. If the remaining product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare provider reported on behalf of a customer who experienced bleeding after the adc freestyle libre sensor insertion. The customer was unable to self-treat and his wife, who is a healthcare professional provided medical assistance in stopping the bleeding and the customer was provided his normal insulin. No further information was reported. There was no report of death or permanent impairment associated with this event.